Event description:
It was reported that a patient presented remotely via merlin. Net, the pacemaker (pm) exhibited under sensing. No intervention or procedure was performed. The patient had no consequences.

Event description:
New information received that the under sensing had caused inappropriate mode switch.